Event description:
It was reported by the customer that the spring wire guide (swg) was inserted via arterial seldinger method; however, the swg did not pass through the sheath introducer. It was noted this one seemed to be blocked next to the base. As result, there was a delay caused while opening a second device. A small hematoma appeared at the puncture point. A competitor's swg was used, a zipwire manufactured by boston scientific.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.